Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A field service engineer (fse) reimaged the hard drive and completed the initial setup, while noting that eset and wsus updates would be completed remotely due to shift end. Subsequently, eset was pushed, updated, and confirmed operational, the time server and wsus server were properly configured and updated, and the customer tested and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ anesthesia station es station was stuck on blue screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.